Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00529. It was reported the patient's ipg has been inoperable for at least six months. Communication with the device could not be established with either a programmer or a charging system. A sjm representative confirmed the issue. Prior to losing stimulation, the patient's ipg reportedly required constant charging. The patient's ipg was explanted and replaced which resolved the issue. Note the patient has two ipgs implanted, it is unknown which device was explanted, therefore both are being reported.